Manufacturer narrative:
The device was returned and evaluated. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that nine months after implantation of an intraocular lens (iol) into the left eye, the iol was exchanged with a different model lens due to the patient experiencing a shadow on the peripheral side of the left eye for 7 months that hadn't resolved. In the surgeon's opinion, the most likely cause of the event was negative dysphotopsia. Additional information was requested but not received.

Manufacturer narrative:
The device was returned and evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.